Event description:
I have had essure coils for about two years. When I had the procedure done, I felt everything. I was given no type of anesthesia. Since I had the procedure, I am in extreme pain all of the time. This pain is worsened when menstruating and during any physical activity, especially intercourse. I asked the doctor who put them in to remove them. I agreed, my health insurance covered the removal and the surgery date was set. The morning of my surgery, the doctor called and cancelled, stating that the company who makes the essure coils would no longer back him as a provider of their product if he went through with my surgery to remove them. That was about a year and a half ago. I am still in pain every day. My periods have been becoming more and more erratic and painful. I have tried going to other doctors and hospitals and everyone just tells me to take something for the pain but I don't want to be on pain killers for the rest of my life. I just want to have the essure coils removed.